Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device damage to the rv defibrillation coil was observed. Reportedly, the physician needed to insert/exact the lead two times due to pt anatomy. The subject damage was seen after the second extraction. Another lead was subsequently implanted instead.